Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, exposing the ipg, and purulent discharge from the pocket. Physician brought the patient into the operating room, repositioned the ipg, re-sutured, and closed.

Event description:
Patient presented back to the physician with persistent infection. Physician brought the patient into the or and explanted the entire inspire system.

Event description:
Patient presented back to the physician with continued purulent discharge from the chest incision. A wound culture was obtained and returned positive for infection. Physician prescribed antibiotics, and the patient also received hyperbaric oxygen therapy.